Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert). During the procedure to replace the device, it was observed that the set screw had been fused making it impossible to remove the right ventricular (rv) lead (which is not a boston scientific product) from the header. The case was cancelled and the plan was to try again the following day. The next day, the physician cut and capped the non-boston scientific rv lead. The original implant was on the patient's right side. A new system was implanted on the patient's left side. No additional adverse patient effects were reported. The device will not be returned because it was given to the patient.